Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Re-intervention for this patient was completed on (B)(6) 2016 and the patient was implanted with an ovation main body and two (2) iliac limbs.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated stent and suprarenal aortic extension. Upon follow up, on (B)(6) 2016, computed tomography (CT) revealed patient had a potential type 3b endoleak or a type 1b endoleak from the right iliac limb. The CT also showed aneurysm sac growth. The patient has been scheduled for a secondary endovascular procedure to seal the endoleak.